Manufacturer narrative:
The procedure was not to protocol, per our axiem instructions for use, as the frame is supposed to be placed on a firm bony surface. System is working as intended. Surgeon discontinued navigation but completed the case. Pt outcome was not affected.

Event description:
Medtronic rep called in and stated while the surgeon was using the axiem system, the frame moved gradually due to the pt's loose skin. Surgeon discontinued the use of navigation. Surgery was completed with no impact to the pt.